Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that software error was found. Blood glucose was 131 mg/dl. Customer was declined to troubleshooting at that time. Customer also reported that there was a crack in insulin pump. Advised the pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Fault number = software error (53), line number = 3508, file number = 26 insulin pump passed the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime, basic occlusion test, occlusion test, force sensor test and displacement test. Software error detected alarm found in the insulin pump history due to software error. The auto mode functioned properly. Device was received with broken belt clip rails and cracked select button keypad overlay. (B)(4).